Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. Motor passed motor test. The displacement test functioned properly. Pump monitored in 50c oven for several days and no blank display noted. Pump received with normal operating currents. No damage found on the lcd isolation tape noted. Also received with cracked case at the display window corner, cracked reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that insulin pump had fallen and display screen went blank. Customer was sent a battery cap but blood glucose remained high. Customer's blood glucose was 444 mg/dl. During troubleshooting, it was found that customer used insulin straight from the refrigerator. Insulin pump passed displacement test and self-test. Customer reported that insulin pump was exposed to airport body scanner. Insulin pump would be replaced.